Manufacturer narrative:
The device history record was reviewed, and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. There was no physical sample returned however, one photograph was provided for evaluation. The photo confirmed the reported condition of a broken hub. There were two potential root causes identified during the investigation pertaining to user error, improper attachment method and syringe barrel (sourced by customer) or a luer formation which was out of spec, sinks, or damaged there was insufficient information to determine whether this factor were the true root cause. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a forma corrective/preventative action will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the safety needle was cracked at the top. Photos provided by the customer show that the hub of the safety needle broke.